Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d5. Medwatch report#mw5099913 had another contact person at the event site: (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) fiber-optics cable had issues. The alarm on the console stated it was unable to calibrate. The waveform was not appropriate and caused mistiming of the intra-aortic balloon (iab). The iabp was planed on semi-auto and automatically timed. The r-r wave timing was off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that there has been noted issues with the fiber optics and the resolution. The customer also reported that as per the advise of a getinge representative was to use another cable that can track the ECG and arterial pressure trigger for therapy. In addition, the customer reported that the reported issue was the actual intra-aortic balloon (iab), not the intra-aortic balloon pump (iabp) cs300 console, and that the iabp is in clinical use and did not require any maintenance. The iab issue was reported under mfg report number 2248146-2021-00154.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) fiber-optics cable had issues. The alarm on the console stated it was unable to calibrate. The waveform was not appropriate and caused mistiming of the intra-aortic balloon (iab). The iabp was planed on semi-auto and automatically timed. The r-r wave timing was off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) fiber-optics cable had issues. The alarm on the console stated it was unable to calibrate. The waveform was not appropriate and caused mistiming of the intra-aortic balloon (iab). The iabp was planed on semi-auto and automatically timed. The r-r wave timing was off. No patient harm, serious injury or adverse event was reported.